Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the beam was forward firing. The procedure was completed using another fiber without patient complications. It was noted that there were no stones present in the prostate, there were no courtesy message prompted on the console and pressured saline was used according to the instruction for use.